Event description:
Philips received a complaint on the tempus ls indicating that the device had dpm hardware failure - pacing. This was discovered by an field service engineer during annual preventive maintenance. The device was returned to schiller the manufacturer who confirmed the error 26. The device manufacturer schiller concluded that this issue is most likely due to an intermittent loss of communication between the defibrillator pacing module-board and the mainboard. As the issue is not clearly reproducible, the exact root cause cannot be determined. However, taking all components into account which are part of the communication path between the defibrillator pacing module--board and the mainboard, and which may cause an intermittent loss of communication, the source of the issue is most likely to be of a mechanical nature such as a connector. Therefore, it is suspected that the board-to-board connector between the defibrillator pacing module--board and the mainboard may be the root cause for this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.